Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was cadd-solis vip ambulatory infusion pump had downstream occlusion (dso) seal open during pre-testing.